Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. Pt stated that upon removing the cassette, she found fluid leaking into the cassette compartment. Pt was able to complete treatment via manual exchanges. Her effluent remained clear and she had no adverse effects. Sample is not available for return.

Manufacturer narrative:
The device has not been returned to the MFR for physical eval and the failure mode cannot be confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformities during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.